Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Pt went to the hospital ((B)(6) 2011) due to pneumonia like symptoms, and was given levaquin (antibiotic). She will be on antibiotics until (B)(6) 2011. Pt was taken off of coumadin, possibly since the day she went to the hospital.